Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02052 and 0001825034-2019-02053. Concomitant medical products: agc ps femoral intlk left 70 catalog#: 155024 lot#: j3526275, agc v2 interlok tib 10x 75mm catalog#: 158501 lot#: 3678449. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee arthroplasty. Subsequently, patient is experiencing swelling and is concerned about a possible metal allergy. Patient was previously treated for an infection. No revision procedure has been reported.